Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation it was noted that there was oversensing of p-waves on the ventricular channel and ventricular undersensing. It was found that the right ventricular (rv) lead had dislodged and the right atrial (ra) lead had lost slack. It was noted that the patient had twiddler's syndrome and had twiddled the pacemaker causing the leads to dislodge. The leads were repositioned and the system remains in service. No additional adverse patient effects were reported.